Event description:
The customer reported that during a breast reconstruction surgery, a spark came out from the tip of surgical pencil. The patient received a 1.0 cm x 0.5 cm burn on the skin. The site has not provided information regarding degree of burn and type of treatment.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.